Event description:
It was reported that after exchanging the transseptal sheath for the faradrive sheath, air was observed to have entered the syringe during aspiration through the hemostatic valve at the proximal end of the sheath. An alternate device was used and no patient complications occurred. The device is expected to return for laboratory analysis.